Manufacturer narrative:
The cause of the (B)(6) advia centaur xp (B)(6) is unknown. The second replicate is a (B)(6) result. Siemens has requested the sample for additional testing and is reviewing sample handling procedures with the customer. The interpretation of results section of the instructions for use states: "the minimum level of antibodies to hiv-1/hiv-2 and/or p24 antigen that indicates reactivity is determined based on population studies and is assigned an index value of 1.0. This is the cutoff index value. The cutoff index value of 1.0 is used to determine whether a specimen is reactive or nonreactive for p24 antigen and/or antibodies to hiv-1/hiv-2. · specimens with an index value of less than 1.0 are considered nonreactive for antibodies to hiv-1 and hiv-2 and p24 antigen by the advia centaur chiv assay. · specimens with an index value greater than or equal to 1.0 are considered initially reactive for p24 antigen and/or antibodies to hiv-1 and/or hiv-2 and should be retested in duplicate after centrifugation at 10,000 x g for 10 minutes. If one or both of the duplicates are reactive, the specimen is repeatedly reactive by the advia centaur chiv assay. Note inadequate centrifugation may result in a higher rate of repeat reactive results that must be investigated using supplemental tests for hiv-1 and/or hiv-2 and/or p24 antigen. · repeatedly reactive specimens must be investigated using supplemental tests for hiv-1 and/or hiv-2 and/or p24 antigen. In specimens giving indeterminate supplemental test results, testing of a subsequent sample drawn at a later date (such as 1-6 months) is recommended. For individuals who are confirmed positive for antibodies and/or p24 antigen, appropriate counseling and medical evaluation should be offered and is considered an important part of testing for antibody to hiv-1 and hiv-2 and/or p24 antigen. · specimens that are initially reactive are considered negative for hiv-1/hiv-2 antibodies and/or p24 antigen if both of the duplicates retest with an index value less than 1.0. · the cutoff for the advia centaur chiv assay was verified based on results of receiver-operator characteristics (roc) curve.11" the limitations section of the instructions for use states: "currently available assays for the detection of p24 antigen and/or antibodies to hiv-1 and/or hiv-2 may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with hiv. Hiv antibodies and/or p24 antigen may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
Customer observed a (B)(6) advia centaur xp (B)(6) combo (B)(6) result that was (B)(6) by an alternate method and on western blot. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) advia centaur xp (B)(6) result.

Manufacturer narrative:
Siemens filed MDR 1219913-2017-00161 on july 25, 2017 reporting a negative advia centaur xp hiv ag/ab combo (chiv) result that was positive by an alternate method and on western blot. August 16, 2017 - additional information siemens requested the sample for testing but the sample was not available. Siemens reviewed the customer's results. The sample initially resulted 0.984 index and when repeated resulted 1.084 index. The sample is resulting around the cutoff of 1.00 index. There is no sample available for additional testing, therefore siemen is unable to determine root cause. Based on the information provided, there was a possible issue with the sample. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the false negative siemens cannot rule out pre-analytical factors or sample issue. No further investigation is required.